Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor and vcsi upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.